Event description:
It was reported that the patient was in clinic on (B)(6) 2021 with a battery that was leaking a black substance that corroded some of the charging connectors.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the battery¿s metal contacts was confirmed. There was no log file submitted for review. Initial inspection of the returned 14v li-ion battery, serial (B)(6) , revealed corrosion on the metal contacts. The battery was connected to a maccor system to go through a charge/discharge test without any issue. The 14v li-ion battery was functionally tested and operated as intended during analysis. The corrosion on the battery terminals (contacts) did not affect the functionality of the battery. The battery was able to support the mock circulatory loop without any issue. The root cause of the observed corrosion was unable to be conclusively determined through this analysis. Review of the device history records revealed the 14 volt lithium ion battery (B)(6) was manufactured on 17jun20221 under batch lot# gv168-b002. The device was shipped to the customer site on 26sep2021. The heartmate 3 patient handbook (rev. D) instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to never submerge external components, including the 14-volt batteries and battery clips, within liquid. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their 14-volt batteries, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.